Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that the cause of the issue was determined to be due to user error. The trackers were not properly setup, and it was noted that light distortion can occur if the trackers are not applied correctly. The site tested the trackers and testing confirmed that there was no physical damage to the devices. The system was functioning as expected and it was noted that this was an issue with the trackers. The trackers would not be returned because they were still in use at the site. .

Manufacturer narrative:
Patient information not provided at the time of the report. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that after the surgeon had verified the tracker and after verifying, it could not be tracked. All other instruments could be tracked. They switched to another tracker and completed the case. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.